Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. While attempting to reposition the lead while targeting the left bundle branch (lbb) the helix stopped extending. The lead was removed from the body and the physician noted that they believed the lead had fractured. The procedure was completed with another lead. No additional adverse patient effects were reported.